Event description:
During a follow up, noise resulting in oversensing was observed on the device. Technical support was contacted and recommended reprogramming. The patient was hospitalized and reprogramming was performed. Provocative testing was performed after reprogramming; the noise was not reproduced. The patient was discharged with no consequences.